Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated; it was reported that the device didn't work. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, it was identified that the motor cable had a short circuit; in consequence it was replaced. The buttons were defective, the values of the keypad were out of tolerance, in consequence the buttons were also replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the short circuit on the motor cable can be related as an electrical component; and the buttons failure can be related to lack of maintenance. However, this cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that during an unknown procedure the micro tornado hp w handcontrol does not work. No patient consequence and no surgical delay was reported. No additional information was provided.